Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. Data analysis: the console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. After rebooting, the console displayed the "system self check failed" screen, and the console was then forcefully shut down. Device analysis: console was tested after arriving in field service. Controller failure/error investigation: the reported failure mode was reproduced during testing at the field service (fs). Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring rs232 communication channel. Device history lot ==> n/a. Device history batch ==> subcomponent name: pbm. Material number: 0042-1125. Lot number: 2021449425. Serial number: (B)(6). Device history review: q1) are there an qns associated with the complaint device¿s most recent service report? Console ic9332 underwent rework due to a nonconformance according to the fsr 300094787 which was unrelated failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? No. Q3) have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console ic9332.

Event description:
It was reported that after the maintenance work was completed at the head office, the equipment was brought into the hospital, powered on, and when the ce checked it, an error message appeared. When the control device was turned on, a message appeared saying, "self-diagnosis failed. Please replace the control device immediately." There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.